Event description:
Date of event and patient information not provided by reporter. Self test warning during deployment. (Clearable warning). (B) (4)

Manufacturer narrative:
Evaluation: device internal memory reviewed. (Device was not returned). Conclusion: this report is being filed as it cannot be conclusively stated that issue did not cause or contribute to event.